Event description:
Device history record was reviewed, no event could be linked to the reported issue as complaint description was unclear. Two error 42 were found during device log review. The reported device was received in lake zurich and its investigation was performed by our local technical team. Visual external check found a dent on upper housing. Several functional tests were carried out and single down button on keypad was found non responsive which could be linked to the customer request for fix. The upper housing was replaced. However the cause of this issue remains unknown. A CAPA for not responsive keys is opened. Regarding ocs test failed which is likely related to the error 42 found in the log. Downstream pressure sensor could not be calibrated so as per technical manual it was replaced. Defective downstream pressure sensor was sent to brézins for further investigation. Several tests were carried out but no issue was found regarding the functionality of pressure sensor. It could be linked to another part but can only be analyzed with the associated device. However, a CAPA has been opened to investigate further issues related to random pressure sensor calibration error and triggering of error 41 & 42. This complaint is valid for defective keypad and not confirmed for pressure sensor issue. No action was initiated for defective keypad as per our local procedures however the complaint has been registered for statistical monitoring.

Event description:
Defective keyboard and pressure sensor.